Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cable no longer charged the pump. The customer's blood glucose level ranged from 216-235 mg/dl. Reportedly, the customer confirmed that an alternate cable charged the pump.